Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/ok/contrast keypad buttons intermittently responsive to user inputs during testing, and there was evidence of adhesive/contamination under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons intermittently unresponsive when pressed. The pt claimed the buttons have to be pressed hard and several times for a response. There was no adverse event associated with this complaint.